Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the recorded bolus delivery totals were not accurately reflected by the total daily dose values in the bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the total daily dose history revealed that the bolus deliveries were recorded accurately. The basal history also accurately reflected the programmed basal rate. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.